Event description:
A physician reported that a female elderly patient's right eye underwent post-operative examination and it was observed that phaco wound was full of metal splinters and also a tiny splinter on the iris. The initially scheduled surgery was cataract surgery (with intra ocular lens implantation) and the same was completed on the same day. The patient had no problem and a second surgery was not scheduled. The current patient condition was unknown. This report pertains to cassette (procedure pak) involved in reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.11. (Clinical evaluation added). Additional information provided in h.6. The reported product was not received at the investigation site for evaluation. In this case, the customer could not determine the specific source and therefore reported the entire surgical suite as possible sources, this included the fluidics management system-cassette and all devices used during the procedure. Clinical evaluation has been reviewed. This is a 96-year-old female who had cataract surgery done previously in the right eye (od). The examination was for the fellow eye when the technician checked od and observed the issue. The customers¿ local health authority is investigating the instances and therefore, the information was provided for our investigation. It¿s been confirmed at this time, that the patient was unaware of the issue and was non-reactive to the metal (at the time of examination). The customer was seeking information concerning the metal which remained in the eye, and the use of magnetic resonance imaging(MRI) moving forward. Additional related information (via photo) was submitted for review. The photo shows a blue eye, which looks relatively quiet. A small metallic shard can be seen near the pupil (and appears to be floating on top of the iris) in the 3 o¿clock hour position. Details regarding customer feedback were sent to the appropriate company representatives. These individuals will be in contact with the customer about how to address their concerns. The operator¿s manual includes information like this instance. Phaco handpiece and tip are made of titanium. Warnings: phaco handpieces are surgical instruments and must be handled with care. The handpiece tip should not touch any solid object while in operation. Immediately following surgery, the handpiece must be thoroughly cleaned. Be sure handpiece connector is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. The manual provides feedback on instances like this. ¿ensure that handpiece tip is fully tightened to the handpiece. If not securely attached, an error may be generated and/or inadequate tuning will occur. Ensure that the tip is not too tight so that it can be removed after use. Use of a tool other than tip wrenches supplied by company may cause damage to the tip and/ or handpiece. There was a warning that poor clinical performance will result if tip is not secured tightly to the handpiece. During any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip.¿ the equipment used are closed systems. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The reported product¿s lot number was not reported, preventing lot specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. In this case, the customer could not determine the specific source and therefore reported the entire surgical suite as possible sources, this included the fluidics management system-cassette and all devices used during the procedure. Clinical evaluation has been reviewed. The equipment used are closed systems. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The reported product¿s lot number was not reported, preventing lot specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).